Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing tones being emitted from the device. The s-ICD was interrogated and displayed an error message indicating an impedance alert. In addition, high out of range shock impedance measurements were noted on the printed report. A memory download was performed and sent to boston scientific technical services (ts) along with chest x-rays for further evaluation. No adverse patient effects were reported. The data was reviewed and confirmed that normal shock impedance measurements were noted during initial setup at implant and during induction testing. The shock impedance measurements were out of range after one week post implant. A review of the capture electrograms taken during the follow up show appropriate sensing on all three vectors; however, the sense b has noticeably smaller signals, possibly indicating a marginal connection on the sense b. With all the provided data, under-insertion of the electrode issue is suspected. The x-rays were also reviewed, but were inconclusive to confirming a connection issue. A ts consultant discussed further troubleshooting that could be performed to help further determine if the observations are due to under-insertion. At a later date, a revision procedure was performed. Visual inspection of the header noted that the electrode appeared to be properly inserted and it was fully secured with the setscrew. The setscrew was disengaged without issue. The s-ICD was explanted and successfully replaced; the electrode remained implanted. Testing performed with the new device and existing electrode yielded normal measurements and defibrillation threshold (dft) test was successful. No additional adverse patient effects were reported. The electrode remains implanted and in service.